Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited placement difficulty and unstable thresholds. Multiple site changes but the pacing lead still had high thresholds. The pacing lead was replaced. No patient complications have been reported as a result of this event.